Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for three patients. The patient samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. The patient was admitted to the hospital due to the elevated accutni results. No further information is available relating to any further treatment or care. It is therefore unknown if any further treatment or care was provided as a result of the hospitalization.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2008 to investigate the event. The fse performed diagnostic procedures that passed. Per the customer supplied incident report, dark count errors were obtained while running patient samples. Also, the customer indicated that they received wash arm motion errors before the event and then led to dark count errors. After further investigations it was determined that the wash arm was loose and aspirate probe #2 was bent. The wash arm was tightened and aspirate probe # 2 was replaced. The fse followed up with the customer on (B)(4) 2008 and the customer did not report any further issues associated with this event. Customer error is the root cause for this event. This is one of three separate MDR reports related to three patient events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-06016, 06022 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.